Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Information regarding the associated leads with the device is not available. (B)(4).

Event description:
It was reported that the patient experienced a hematoma and suture failure after the implant of an cardiac resynchronization therapy pacemaker (crt-p) system that developed into an device pocket infection. The patient was treated with antibiotics and the device system was removed the next day due to the infection and bacteremia. An external pacemaker was inserted. The patient's cardiac failure was "aggravated" during the insertion of the external pacemaker. Seven days later the patient was implanted with a new cardiac resynchronization therapy pacemaker (crt-p) system despite the inflammatory reaction remaining positive. Eleven days after the implant of the new system the patient died. The cause of death is listed as aggravated sepsis. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.